Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between 1987 and 2003. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: little, c.p. Et al. (2006), failure of surgery for scaphoid non-union is associated with smoking, journal of hand surgery vol. 31b, number 6, pages 252-255 (united kingdom). This study examines the association of smoking with failure of healing after bone grafting and screw fixation of scaphoid non-union and delayed union. Between 1987 to 2003, total of 64 patients with an average age of 26 (range 11¿52) years underwent non-vascularized bone graft with screw fixation. The screws used were the herbert screw (zimmer ltd., swindon, UK) in 39 cases, ao/asif 3.5mm cortical screw (synthes ltd, welwyn garden city, UK) in 5 cases, ao/asif 3.0mm cannulated screw with support screw (synthes ltd, welwyn garden city, UK) in 10 cases, acutrak screw (acutrak; acumed, hillsboro, or, USA) in 7 cases and 2.0mm cortical screw ao/asif asif (synthes ltd, welwyn garden city, UK) in 3 cases. Supplementary pins to increase rotational stability were used in 5 cases. The following complications were reported: 17 patients had nonunion. Fixation was regarded by the surgeon as suboptimal in 5 cases, of which 3 united. 1 patient had a failure of fixation. An ao 3.0mm cannulated screw backed out of its support screw and was replaced by a 3.5mm cancellous screw; the scaphoid was united at review at 120 months postoperatively. This report is for an ao/asif screw. This is report 2 of 2 for (B)(4).